Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose values were 500 mg/dl, 40 mg/dl, 120 mg/dl. The customer treated for high blood glucose with injection. The customer was assisted with troubleshooting for charging the transmitter. The customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.